Event description:
Revision surgery - the pt was revised due to pain and wear of the acetabulum. The surgeon revised to a total hip using the original hip stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain the patient was experiencing after 10.6 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one due to wear/excessive wear, one revision surgery, one due to dislocation, and one for pain. This is the first complaint for this lot number. The root cause for the pain was most likely due to normal wear. There are no indications of a product or process issue affecting implant safety or effectiveness.